Event description:
It was reported that a user of the ilet paired with a dexcom g7 experienced a pairing failure between the sensor and the ilet, and the user was advised to replace the sensor and attempt reconnection. Symptoms included no adverse clinical effects and blood glucose was reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed a connection or communication failure between the glucose sensor and the ilet, with the issue isolated to pairing and resolved via recommendation to replace the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction or communication disruption not indicative of device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.